Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 534 mg/dl. Customer stated that she is having an issue with the infusion set. Customer stated that all of a sudden she started to feel sick and she checked her blood glucose and it was 446 mg/dl. Customer's blood glucose went up to 556 mg/dl. Customer was advised by her doctor to drink 8 oz of water and treat with 2 units of insulin every hour. Customer took a correction of 4.2 units. Customer stated that she treated herself with a manual injection earlier. Customer does not have extra supplies to troubleshoot for the high blood glucose. Customer was advised to keep an eye on her blood glucose and get in touch with her doctor.